Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen display. The battery was changed and the frozen screen continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display. Anomaly isolated to the liquid crystal display board. Furthermore, the buttons functioned properly.